Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the lead exhibited noise and a fracture was noted. The lead would further be monitored. The patient condition was unknown.